Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On (B)(6) 2010, the patient experienced peritonitis and was hospitalized. The cause of the peritonitis was unknown. Beginning (B)(6) 2011, the patient received remedial treatment with injection reflin 1 gm once daily ip, injection fortum 1 gm once daily ip and injection heparin 1000 iu three times a day ip all of which had continued. As of the time of this report, the patient remained hospitalized and the outcome for the peritonitis was unknown. Pd therapy was ongoing. The nurse believed the event of peritonitis was not related to pd therapy.